Event description:
A report was received that the patient was having increased pain at the ipg site. It was determined that the pocket site had eroded to the point of opening. It was also reported that there was no clear sign of infection and the patient was placed on a precautionary oral antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively. No further information can be obtained by bsn.

Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.